Event description:
The device could not be used to display a patient ECG through paddles lead. The patient was then diagnosed with an asystolic rhythm through standard ECG leads. The patient was not resuscitated. The facility reported that patient outcome was not affected by the report, due to a lack of patient viability.